Event description:
It is reported that the tabs of the broach impactor fractured during use. When the post-op x-ray was reviewed, it was noticed that one of the fractured tabs remained in the pt. The pt was brought back to operating room and the fractured tab was removed.

Manufacturer narrative:
Eval summary: this lot was involved in a recall due to the potential of fracturing. Reference removal report 1822565-07/01/2008-002r for additional info, including the corrective actions. Eval: as returned, both distal tabs on the inner shaft have fractured. Part appears to have several strike marks. The hardness reading taken meets specification. Device history records indicate all components were mfg and inspected to specification.